Manufacturer narrative:
The wireless controller was returned for evaluation. When the controller was connected to a known good system, the returned controller provided power to a known good tracker and was able to track for either side. No problem was identified. No fault was found and the issue could not be duplicated.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the trackers were not working and were not firing on either side of the imaging system. There was a fifteen minute delay due to the reported issue. It was noted another imaging system was brought in to continue with the procedure. There was no impact to the patient outcome.

Manufacturer narrative:
Additional information: medtronic received information that the reported replacement of the wireless controller was performed by a medtronic approved biomedical engineer.